Event description:
Reported via clinical study. It was reported that the patient experienced severe aortic stenosis. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2024. The patient underwent successful placement of a 31 mm watchman flx pro laac device with complete laa seal and deployed device diameter of 22.5 mm. The patient was discharged on clopidogrel on (B)(6) 2024. On (B)(6) 2024, patient was started with aspirin. On (B)(6) 2025, 348 days post index procedure, the patient presented to emergency department with angina. At the time of reporting, the patient was on aspirin. The patient was hospitalized for further evaluation and treatment. An exercise stress test was performed as a diagnostic test for the event. The event was treated with non-antiplatelet and non-anticoagulation medication. On (B)(6) 2025, the patient was discharged to home.

Manufacturer narrative:
H6: impact code f22 unexpected diagnostic intervention added.

Event description:
Reported via clinical study: it was reported that the patient experienced severe aortic stenosis. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2024. The patient underwent successful placement of a 31 mm watchman flx pro laac device with complete laa seal and deployed device diameter of 22.5 mm. The patient was discharged on clopidogrel on (B)(6) 2024. On (B)(6) 2024, patient was started with aspirin. On (B)(6) 2025, 348 days post index procedure, the patient presented to emergency department with angina. At the time of reporting, the patient was on aspirin. The patient was hospitalized for further evaluation and treatment. An exercise stress test was performed as a diagnostic test for the event. The event was treated with non-antiplatelet and non-anticoagulation medication. On (B)(6) 2025, the patient was discharged to home.

Event description:
Reported via clinical study. It was reported that the patient experienced severe aortic stenosis. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2024. The patient underwent successful placement of a 31 mm watchman flx pro laac device with complete laa seal and deployed device diameter of 22.5 mm. The patient was discharged on clopidogrel on (B)(6) 2024. On (B)(6) 2024, patient was started with aspirin. On (B)(6) 2025, 348 days post index procedure, the patient presented to emergency department with angina. At the time of reporting, the patient was on aspirin. The patient was hospitalized for further evaluation and treatment. An exercise stress test was performed as a diagnostic test for the event. The event was treated with non-antiplatelet and non-anticoagulation medication. On (B)(6) 2025, the patient was discharged to home. It was further reported that myocardial perfusion imaging revealed evidence of a small size, mild intensity perfusion defect of the mid and apical inferior wall (sds 2) which may represent ischemia. Attenuation correction was not performed and may contribute to this finding. Dyspnea and back spasms were reported with lexiscan injection and no ischemic st segment changes were seen with lexiscan injection. A normal left ventricle (lv) cavity size with normal lv systolic function and transient ischemic dilation is not apparent.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added. H6: impact code added.

Manufacturer narrative:
E1 initial reporter phone number: updated with additional information received. E1 initial reporter email address: updated with additional information received.

Event description:
Reported via clinical study: it was reported that the patient experienced severe aortic stenosis. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2024. The patient underwent successful placement of a 31 mm watchman flx pro laac device with complete laa seal and deployed device diameter of 22.5 mm. The patient was discharged on clopidogrel on (B)(6) 2024. On (B)(6) 2024, patient was started with aspirin. On (B)(6) 2025, 348 days post index procedure, the patient presented to emergency department with angina. At the time of reporting, the patient was on aspirin. The patient was hospitalized for further evaluation and treatment. An exercise stress test was performed as a diagnostic test for the event. The event was treated with non-antiplatelet and non-anticoagulation medication. On (B)(6) 2025, the patient was discharged to home. It was further reported that myocardial perfusion imaging revealed evidence of a small size, mild intensity perfusion defect of the mid and apical inferior wall (sds 2) which may represent ischemia. Attenuation correction was not performed and may contribute to this finding. Dyspnea and back spasms were reported with lexiscan injection and no ischemic st segment changes were seen with lexiscan injection. A normal left ventricle (lv) cavity size with normal lv systolic function and transient ischemic dilation is not apparent.